Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed and had a blank display before and after a battery change. Customer's blood glucose was 76mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no blank display, frozen screen or constant tone noted. The insulin pump was received cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners,cracked on display window, stained end cap sticker and minor scratches on display window noted.